Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the surgeon was planning to implant a cemented cr femoral component with a mc poly, however, when putting the implants away, the nursing team realized they had a ps poly with a cr femur. The surgeon thought that the inner sticker packet may have been mislabeled, however, the inventory team suggested that was not the case as they were not missing a mc poly and were only short a ps poly. No surgical intervention is currently planned as the surgeon believes he implanted the correct mc poly. The sales rep stated that they thought the boxes were labeled properly and was not sure if the inner sticker packet was mislabeled. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42572606202 - femur cemented cruciate retaining (cr) standard nitrided right size 7 - 67235564 g2 : foreign country : canada customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.